Event description:
It was reported that the patient had difficulty charging the ipg, and it became hot during charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned, as it was kept by the medical facility.